Event description:
It was reported the patient had the inflatable penile prosthesis replaced after all troubleshooting steps for sticky pump and hard pump were performed. The patient experienced inflation issues with the device as there was air in the device and the pump bulb stayed flat. Upon exploration, the tubing between the reservoir and pump was all curled up and stretched out. The patient did have an existing proximal perforation on the right side and a windsock procedure was performed. A capsulotomy on both sides distally was performed to create a new track for the cylinders. The physician did a small subcoronal incision on the right side and further dilated the glans penis. Ther were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Both cylinders had no leak found and both pass pressure test as performed. The ams 700 flat reservoir was visually inspected, leak tested and examined using a microscope. A kink was found by the strain relief junction; no leaks were found. The analysis identified the kink on the reservoir krt could cause device to malfunction as it can obstruct the fluid from passing through when devices are in used. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. The ms pump krt of the reservoir section had a kink close to the window quick connect. No leak was found upon inspection. The ms pump was functionally tested and did not pass deflation tests. The analysis identified the pump deflation issue could cause the functionality of the device to malfunction. Product analysis was able to confirm the reported allegations.

Event description:
It was reported the patient had the inflatable penile prosthesis replaced after all troubleshooting steps for sticky pump and hard pump were performed. The patient experienced inflation issues with the device as there was air in the device and the pump bulb stayed flat. Upon exploration, the tubing between the reservoir and pump was all curled up and stretched out. The patient did have an existing proximal perforation on the right side and a windsock procedure was performed. A capsulotomy on both sides distally was performed to create a new track for the cylinders. The physician did a small subcoronal incision on the right side and further dilated the glans penis. Ther were no patient complications.